Manufacturer narrative:
Product event #: (B)(4) (method): device discarded by facility therefore evaluation of the device unable to be performed. (Result): device discarded by facility therefore evaluation of the device unable to be performed. (Conclusion): device discarded by facility therefore evaluation of the device unable to be performed. (B)(4).

Event description:
"Bipolar sealer device reduces blood loss and transfusion requirements in posterior spinal fusion for adolescent idiopathic scoliosis" zachary gordon-md, jochen son-hing-md, connie poe-kochert-cnp, george thompson-md published: 6/26/2013 article abstract: http://bit.ly/18kz7q5 patient age: 13.9 +/- 1.7 years therefore reported as an average of 14 in MDR report. Gender: male-7 female-43 therefore reported as femaled in MDR report due to the fact female represented the majority weight: unknown via the study performed and published in the article the use of the aquamantys bipolar sealer vs. Standard electrocautery resulted in a shorter operative time (not statistically significant) 310 va. 343 minutes, significantly lower intraop blood loss (statistically significant) (597 vs. 1085 ml), and significantly less total perioperative blood loss (statistically significant) (1266 vs 1600ml). Adverse events noted in the literature: 1 patient: deep postop infection treated with debriedment and antibiotics 1 patient: pleural effusion 9 patients: received blood transfusions significantly higher postop suction drainage with the use of aquamantys device vs. Standard electrocautery.